Event description:
It was reported that perforation occurred, requiring intervention. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure for the distal superficial femoral artery and popliteal1 arteries. During the procedure, after two passes with blades down, blades up was attempted; however, the catheter neither rotated nor aspirated. The jetstream catheter and sheath were withdrawn, but resistance was felt. The physician believed the blades of the catheter perforated the vessel between the treatment zone and the end of the sheath, where atherectomy was not performed. The sheath was also damaged. Subsequently, bypass surgery was performed and the patient fully recovered. It was further reported that there was a high percentage of calcification with some thrombus in the target lesion. During the procedure when the physician pressed 'blades up', the device ceased all function.

Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.1mm jetstream xc catheter was visually and microscopically examined for shaft damage, and no damage was found. The device was set-up and functionally tested per the instructions for use and was connected to a test console. The device primed and ran as designed. The set up was repeated multiple times with no issues, alarms, or errors noted. Inspection of the remainder of the device revealed no damage or irregularities.

Event description:
It was reported that perforation occurred, requiring intervention. This 2.1mm jetstream xc atherectomy catheter was selected for use in an atherectomy procedure for the distal superficial femoral artery and popliteal1 arteries. It was noted that there was a high percentage of calcification with some thrombus in the target lesion. During the procedure, after two passes with blades down, blades up was pressed; however, the catheter ceased all function. The jetstream catheter and sheath were withdrawn, but resistance was felt. The physician believed the blades of the catheter perforated the vessel between the treatment zone and the end of the sheath, where atherectomy was not performed. The sheath was also damaged. Subsequently, bypass surgery was performed, and the patient fully recovered.